Event description:
The customer reportedly obtained a 299 mg/dl and 120 mg/dl on accu-chek aviva system within ten minutes timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.